Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported a failed battery test alarm occurring on the insulin pump after removing the battery. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer also stated the insulin pump began to scroll when the act button was pressed. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly during testing however, moisture damage was found on the keypad traces during our visual inspection. No button error alarm or unexpected scroll bar moving during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.